Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's implanted device was exhibiting intermittent capture. It was then observed on fluoroscopy, that the patient's right ventricular (rv) lead had dislodged. Later that day, the patient's rv lead was revised and remains in use. During the lead revision procedure, the lead was reconnected to the existing device, but the physician did not realize t he device was not in the pocket so pacing was inhibited. The physician grew impatient and requested a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.